Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's roommate reported via phone call that his blood glucose level was running high. The insulin pump was not delivering insulin. Customer's blood glucose level was 503 mg/dl. The customer was being monitored by his doctor. He did not feel well to troubleshoot. The device was not returned.